Event description:
It was reported that after deployment of the xience v stent in the proximal left anterior descending artery, a dissection was discovered. The dissection was resolved using another same-sized xience v stent which was deployed at 16 atmospheres. Good flow was reported and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: cordis. Sheath: cordis. Inflation: medtronic. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.